Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to noise, oversensing and pacing inhibition with no asystole. Another ra lead was successfully implanted. No additional adverse patient effects were reported.